Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented remotely via merlin.net. Transmissions showed that the right ventricle lead exhibited over-sensing noise. No intervention was performed. The patient was in stable condition.